Event description:
It was reported that the helix did not deploy, as noted on x-ray, and impedance was high, at 1900 ohms, at implant attempt. On 9/21/09, lead rec'd with report of same. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.